Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. A day prior to the peritonitis diagnosis, the patient experienced turbid fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was not treated with any antibiotics for the event. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.